Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain with peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a malfunction, deficiency or defect reported for this event. The cause of the peritonitis was attributed to a breach in aseptic technique during set-up of treatment. All pd patients are at increased risk for infection due to a compromised immune system and the potential of microbial contamination due to dialysis techniques. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted customer service to report that the patient has peritonitis. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the patient had contacted the pd clinic on (B)(6) 2019 to report abdominal pain and cloudy pd effluent. The patient was instructed to take prophylactic antibiotics. The patient was administered intraperitoneal (ip) ceftazidime (dose unknown) during treatment on (B)(6) 2019. The patient was then seen at the pd clinic on 30/sep/2019 where she was diagnosed with peritonitis. A pd effluent culture was obtained. The culture results are not available. The white cell count was 356 (unknown units) with 70% polymorphonuclear cells. The patient was prescribed ip vancomycin (dose, frequency and duration unknown). The cause of the peritonitis has been attributed to a breach in aseptic technique as the there was an interruption during set-up. The patient¿s caregiver assists with set-up, however, she has not been properly trained. There were no issues with the liberty select cycler or cycler set reported for this event. The patient has been instructed to follow proper procedure and aseptic technique during pd therapy and not to have the patient caregiver assist until properly trained.